Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04492. It was reported that the patient had a history of noise on both the right ventricular ¿ rv lead and right atrial - ra lead. It was also noted that the rv lead had elevated lead impedance intermittently resulting in pacing polarity switch. The noise on the ra lead resulted in inappropriate mode switches. The patient complained of experiencing intermittent diaphragmatic stimulation during rv pacing since (B)(6) 2019. On (B)(6) 2020, during pocket revision procedure, loose insulation was observed on the ventricular lead. The lead was capped and replaced, the ra lead remained implanted. The patient was in stable condition during and after the procedure.